Event description:
Related manufacturer reference number 1627487-2019-07023. It was reported that the patient's s2 drg leads migrated. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.